Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2017-00931. Follow-up identified the lower extremity issue cannot be confirmed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00931. It was reported the patient experienced lower-extremity pain postoperative permanent implant. Reportedly, the system was tested however stimulation was not turned on. The patient was discharged. Subsequently, the patient returned to the hospital due to lower-extremity weakness, difficulty standing and a fall. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-00931.